Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred the 75% stenosed,eccentric target lesion was located in a moderately tortuous and moderately calcified coronary artery. The lesion contained >45 and <90 degrees bend. A 24x4.00 promus premier¿ drug-eluting stent was advanced but it met a significant resistance. The device was removed from the patient and it was noted that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.